Manufacturer narrative:
The field service engineer evaluated the console at the hospital premises. After opening up the console and disassembling the mechanism, fluid was found on the left and right pump. One of the encoders was found nonfunctional due to fluid intrusion. The other encoder had no output on channel b. The fluid intrusion entry point could not be determined. The optical encoders on left and right pump and encoder cables were replaced due to fluid intrusion. Other parts were replaced as preventative measures due to console being 7 years old. The console was reassembled and passed all operational verification prior to being released back to the hospital for use. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The manufacturer received a medwatch form from the user facility that contained information not originally received in the complaint report. The original complaint indicated the console displayed error codes (right/left motor stuck at bottom) after unit priming and prior to the induction dose. The additional information received indicated the alleged console pump failed during the attempt to deliver arrest agent to the patient's heart at the beginning of the procedure while the cross clamp was in place. The report stated that as a result of the console failure the patient was brought off of bypass with a stable pressure and rhythm. Another mps console was brought into the operating room and the procedure was successfully completed. The medwatch report stated the time delay from initial console failure to reinitiating cardiopulmonary bypass was about 12 minutes. The report stated the patient successfully came off bypass following the planned corrective procedures. There were no patient complications reported as a result of the alleged event. The console was evaluated at the facility by the manufacturer's field service engineer.